Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly the customer was wearing the transmitter and the pump on opposite sides of the body. Tandem customer technical support instructed customer to position transmitter and pump within range and without obstruction, however the issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.